Event description:
It was reported that the pt experienced withdrawal symptoms prior to a refill date. The physician interrogated the pump and it revealed that the pt should have had 3 mls of medication in his pump (baclofen, dilaudid and marcaine), but the physician was unable to withdraw any. This occurred again at the pt's next refill. The managing physician was informed of these events and performed the next fill. The pt returned 39 days after refill at which time the managing physician interrogated the pump and withdrew drug from the pump. There were 6 mls less than physician had expected in the pump. It was noted that the reason for the volume discrepancy was unk. The pt's pump was explanted and replaced on (B)(6) 2011. The pt recovered without sequela from the device replacement procedure. Additional info will be provided in a f/u report, as it becomes available.

Manufacturer narrative:
Pump analysis results: no anomalies to note. Pump passed all non-destructive testing. Lab tests included monitoring for leaks in the septum and outlet port, none were detected. A 24hr infusion and a long term volume infusion tests were also performed. No catheter was returned to analysis. No anomalies noted in pump logs. The pump functioned as designed.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.